Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was interrogated during pre-implant testing and a red screen appeared. Additionally, the battery status was at 89%. Technical services advised not to implant this device and to return it for analysis. The red screen was due to the high impedance (hi) error caused by the device being taken out of storage mode early. The remaining shelf life was two months and the battery was not likely to recover. No patient was involved; the device was expected to be returned for analysis.